Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 5060870/5101271.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to the wound that has been opening and closing. It was also noted that the patients ipg was no longer working as intended. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned.